Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. Same case as: 2134265-2017-09093 and 2134265-2017-09097. It was reported that the patient expired. In (B)(6) 2012 the patient presented with unstable angina and was referred for cardiac catheterization. Coronary angiography was performed and the patient was referred for percutaneous coronary intervention. Target lesion #1 was located in the 1st diagonal with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with direct placement using 3.00 mm x 12.00 mm promus element¿ plus stent, following post dilatation with 0% residual stenosis. Target lesion #2 was located in the proximal lcx with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.7 mm. Target lesion #2 was treated with direct stent placement using a 2.75 mm x 12.00 mm promus element¿ plus stent following post dilatation with 0% residual stenosis. Target lesion #3 was located in the distal lcx with 60% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. Target lesion #3 was treated with direct stent placement using a 3.00 x 16.00 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin, clopidogrel and ticagrelor. However, in (B)(6) 2016 the patient expired. The cause of death is unknown.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) clinical study. Same case as: 2134265-2017-09093 and 2134265-2017-09097. It was reported that the patient expired. In (B)(6) 2012 the patient presented with unstable angina and was referred for cardiac catheterization. Coronary angiography was performed and the patient was referred for percutaneous coronary intervention. Target lesion #1 was located in the 1st diagonal with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with direct placement using 3.00 mm x 12.00 mm promus element¿ plus stent, following post dilatation with 0% residual stenosis. Target lesion #2 was located in the proximal lcx with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.7mm. Target lesion #2 was treated with direct stent placement using a 2.75 mm x 12.00 mm promus element¿ plus stent following post dilatation with 0% residual stenosis. Target lesion #3 was located in the distal lcx with 60% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. Target lesion #3 was treated with direct stent placement using a 3.00 x 16.00 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin, clopidogrel and ticagrelor. However, in (B)(6) 2016 the patient expired. The cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.